Manufacturer narrative:
During investigation a defect remote control was identified. The remote control was exchanged and the operating table was working as intended according to the customer. It could not be confirmed that the whole operating table did not work. The column keypad was available as an independent control unit in case the remote control is not available or defect. It is believed the user did not use the column keypad correctly, therefore a total loss of function was alleged. To initiate a movement command from the column keypad the green unlock button needs to be pressed prior any movement button. This is different from the remote control and ensures no movement button is pressed unintentionally. The reset button is also available and reachable in case the table is in the lowest position but some efforts to reach the button are necessary in this case. Because of the defect remote control and the inadequate knowledge of the column keypad, a reset would not have helped in the alleged event. Based on this no further action is necessary.

Event description:
The customer alleged no function of the operating table was possible, either from the remote control nor the column keypad. No device reset was possible due to the column was in a too low position. No harm was reported in relation to this allegation. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The investigation is ongoing, if further information will become available a follow-up report will be submitted.

Event description:
The customer alleged no function of the operating table was possible, either from the remote control nor the column keypad. No device reset was possible due to the column was in a too low position. No harm was reported in relation to this allegation. This report was filed in our complaint handling system as complaint # (B)(4).